Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that blue fibers have been seen on instruments and in some patients' eyes. The fibers that were seen in the eyes, were removed at the time of the original surgery, or remain in the eyes. There has been no medical or surgical intervention required and no patients have sustained any harm. No patient identifiers were provided.